Event description:
A customer called baxter corporate product surveillance to report a flogard infusion pump which did not stop infusing medication when it was supposed to. According to the report, the orange light was on and the pump alarmed that it stopped, but the normal saline was still being infused. The facility had to manually stop the infusion. The event occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The sample was not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.